Event description:
It was reported that during an unknown procedure, there was gst45d device with gst60d sticker. It was in the gst60d box. The issue occurred to 1 out of 12 devices. It was found before use. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/9/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2024. D4: batch # unk. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that one gst45d reload was returned inside its package unopened; upon visual inspection, it was observed mixed product and incorrect secondary label in one sales unit: 1) product code gst45d lot 464c24 with a gst60d lot 432c74 label on it. A non-jabil gst60d label was placed on top of the product. Product information on the tyvek (gst45d) matches the physical product inside the sterile barrier. The gst60d label may have been placed on at the j&j distribution center. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device lot number 432c74, and no non-conformances were identified.